Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2202204. D4: medical device expiration date: 21-jan-2026. H4: device manufacture date: 10-jun-2022. H6: investigation summary: one sample and multiple photos were provided to our quality team for investigation. After visual inspection, it was observed that the membrane was missing and never assembled onto the connector body, therefore the system was open and leaked when used. A device history review was performed for lot 2202204, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. As the second suspected lot provided is not valid, a device history review could not be performed. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece. Additional training will be performed with personnel to reinforce the proper process. A project was initiated to further address this issue and prevent any reoccurrence. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ l connector c90j seperated. The following information was provided by the initial reporter, translated from japanese to english: when the hcp disengaged the injector engaged to l connector connected to saline, the membrane was separated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ l connector c90j seperated. The following information was provided by the initial reporter, translated from japanese to english: when the hcp disengaged the injector engaged to l connector connected to saline, the membrane was separated.